Event description:
A report was received that the patient was having difficulty charging the ipg and it appeared that the ipg was too deep. X-ray confirmed that the ipg was at an angle. The patient underwent a pocket revision wherein the ipg was relocated. The patient was doing well postoperatively.